Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers state, the bilateral pt has experienced severe symptoms including, but not limited to; pain, swelling, inflammation, high levels of cobalt and chromium in his blood, and loss of mobility since being implanted with the asr hip devices/systems. The pt may require revision surgery to remove the devices.